Event description:
The patient received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2011. The patient was kept in the hospital for an overnight observation due to headaches. A CT scan indicated the leads could be in the intrathecal space. No other adverse systems were reported. The patient was discharged from the hospital and was seen by the physician on (B)(6) 2011. X-rays were taken which revealed patient's leads have migrated anterior and one of leads has migrated downwards two electrodes. The patient has not had any change in stimulation and still have the desired coverage of bilateral legs to feet. Follow-up on the patient indicated the patient is doing well and no intervention is being planned for this issue.

Manufacturer narrative:
Evaluation codes: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.